Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc checked the subject device and found that there was the water leak inside the instrument channel. It was considered that the reported phenomenon was attributed to the water leak. Furthermore, there was the possibility that the water leak was attributed to the inappropriate insertion of the endotherapy accessory by the user. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that after the reprocessing of the subject device, a "thing like blood" came out of the instrument channel of the subject device. The procedure was completed using another device.there was no report of patient injury associated with this event.